Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low impedance, noise, and noise reversion were observed on the atrial lead. Damage was suspected but not confirmed. Follow-up is anticipated and the patient was stable.